Event description:
A customer reported obtaining unexpected negative reactivity on the antibody screening assay on galileo echo (B)(4).

Manufacturer narrative:
A review of the image result files for the unexpected negative reactivity showed that cell 3 of the antibody screening assay resulted as negative and visually appeared weak positive. An immucor field service engineer performed the unexpected reactions checklist. The expected results were obtained. The instrument is operating within specifications. The customer was also made aware of technical communication (B)(4)which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.